Event description:
Review of the patient's log files did not reveal any unusual events. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
G3: g3 in the previous report should have been communicated as 20jun2023. Manufacturer's investigation conclusion: a specific cause for the reported pump exchange could not be conclusively determined through this evaluation. Furthermore, although a slight downward trend in estimated flow was confirmed via the submitted log files, flow did not decrease low enough to result in any faults or alarms. A review of the controller log files revealed a slight decrease in flow over time beginning on 13jun2023; however, no low flow faults or alarms were captured. Although a specific cause for this decrease could not be conclusively determined through this evaluation, the pump appeared to be functioning as intended at the fixed speed. Multiple attempts for additional information were sent to the customer, including product status; however, no further information has been provided at this time. As of 23aug2023, heartmate 3 left ventricular assist system (lvas) has not been returned for investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: history of outflow graft revision is covered in MFR 2916596-2023-02131. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient, with a history of outflow graft revision, had concern about their flow levels decreasing. It was later communicated that the patient underwent a pump exchange on (B)(6) 2023.